Event description:
It was reported that the patient's scs ipg would not communicate with external devices, deeming the device inoperable. In turn, the patient underwent surgical intervention wherein the scs ipg was explanted and replaced to address the issue.